Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and bacterial peritonitis with culture positive for gram positive organism in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in (B)(6) 2010, the patient was hospitalized. The admitting diagnosis was not reported. On an unreported date in (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in 2010, the patient made mistake/touch contamination. On (B)(6) 2010, the patient developed peritonitis. The nurse did not provide information regarding treatment. Pd therapy was ongoing at the time of the events. The patient had recovered from the peritonitis. It was not reported whether the patient made mistake/touch contamination resolved.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent an anterior and posterior pelvic floor repair procedure on (B)(6) 2009. On (B)(6) 2010, the patient came to this hospital because she was experiencing painful intercourse. The doctor found that there was mesh in the urinary bladder and vagina and she had a vesicovaginal fistula. It is planned that the patient will undergo repair of vesicovaginal fistula.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be related to poor aseptic technique. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. A batch review was performed for suspect lot numbers (h10b20051, h10a19014, and h09l07119), with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.